Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ultrafine iii nano pen needle 32g 4mm 5s was not working. The following information was provided by the initial reporter: I purchased a pouch of bd needle nano but one needle was defective when I attached to pen the insulin did not inject the chemist did not respond to my query.

Event description:
It was reported that ultrafine iii nano pen needle 32g 4mm 5s was not working. The following information was provided by the initial reporter: I purchased a pouch of bd needle nano but one needle was defective when I attached to pen the insulin did not inject the chemist did not respond to my query.

Manufacturer narrative:
Investigation: one photo of a pen needle polybag was returned. Visual examination of the returned photo was carried out and no issues were observed. No physical sample was returned for investigation. No DHR review can be carried out as lot number is unknown. Based on the photo and the fact no physical sample was returned no further investigation can be carried out.